Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Batch review: with the batch number 23k21a8701 were produce (B)(4) sets for order no. (B)(4). After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. We received one used accu-bloc-kath.20g,einz.unst."s-o"soft-t in connection with a used perifix kath.kup. 2.0 g20-g24 gelb and a used perifix filter 0,2my out of a espocan + ds+pst+penc 0.42x138,5mm 27g. Additional we received the paper foil of the packaging. The following investigations were conducted: visual inspection: the received catheter out of the set was taken to a visual inspection for damages according to the test method 102002 damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: the tip of the used accu-bloc-kath.20g,einz.unst."s-o"soft-t is torn off/ sheared off and has a cut. The torn off part with the catheter tip was not received by the customer. The received catheter is approx. 980 mm long (should be 1010mm +60mm -20mm completely). Note: such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Functional inspection: n.a. Physical inspection: in addition, the outer diameter of the accu-bloc-kath.20g ,einz.unst."s-o"soft-t catheter was measured according to the drawing. The measured value of the catheter in the undamaged area is within our specifications. Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Because of this we assume of a problem during the application process. Based on the conducted investigations the checked sample is within the specification. Therefore, the complaint is considered as not confirmed. The investigation sample is stored in the investigation lab.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant a catheter was cut during removal by the anesthetist at about 6 centimeters (cm) from the tip. Reportedly a surgery was required to remove the fragment.